Event description:
Pt developed endophthalmitis and hypopyon 3-days postoperative. Visual acuity was 20/70. Cultures showed staph epidermidis. It is unknown if this event is product related. A vitrectomy was performed and intraocular antibiotic injection was given. Lens remains implanted in the pt's eye.